Manufacturer narrative:
Blocks d1/ g1: manufacturer name and site name were updated from spectranetics to philips image guided therapy corporation to match the information on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the angiosculpt device was returned for evaluation. Visual inspection found a lacerated rx port. During functional testing, using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a pinhole leak was confirmed.  Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
The patient''s dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: japan. The angiosculpt device was not returned, thus no returned product investigation was performed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a severely tortuous and slightly calcified distal rca. During the first inflation below 8 atm (nominal), the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.